Manufacturer narrative:
The user facility stated the employee subject of the reported event bruised his knee when he slipped. The user facility was unable to provide additional information regarding whether medical treatment was sought or administered by the injured employee; however, it was reported the employee continued working after the event. No instruments were being processed in the system 1e at the time of the reported event. A steris service technician arrived on site, inspected the unit, and identified a missing hose from the bottom of the system 1e tray causing the water leak. The technician tested the unit with a different tray, that had the correct hose attachment, and confirmed the unit to be operating according to specification. The technician notified the user facility of the issue and the user facility disposed of the tray. The missing hose was identified to be a result of the user facility moving the tray by grasping onto the hose to carry it. The label on the hose states "do not carry tray by tubing damage may result." Steris will offer the user facility in-service training on the proper use and operation of their system 1e processor and trays. No additional issues have been noted with the processor.

Event description:
The user facility reported an employee slipped on water that had leaked from their system 1e processor.